Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 700 mg/dl. The customer was treated intravenously. The customer was unable to provide any additional information regarding the issue.